Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing episodes were noted; it was suspected that the implantable cardioverter defibrillator exhibited myopotential oversensing. The patient was asymptomatic. The signal could not be reproduced with deep breathing. The oversensing alerts had not caused any problems; the physician elected to perform no intervention and continue to monitor the patient. The patient was in good condition. No additional information in regards to patient were available.